Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the locking tab of an r3 20deg 36mm trial 52mm broke. It is unknown how the procedure was completed; however, a non-significant delay occurred as a consequence of this issue. No other complications were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the reporter mistakenly reported this device since it did not fail, the correct faulty device was already reported under your reference number (B)(4) (our internal complaint reference number: (B)(4) ), therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4) additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the reporter mistakenly reported this device since it did not fail, the correct faulty device was already reported under your reference number (B)(4) (our internal complaint reference number: (B)(4) ), therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4).